Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose and ketones. The customer's blood glucose was over 400 mg/dl at the time of the incident. The customer's blood glucose was 334 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injection. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.